Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer opened, but the cubie did not open when tried to issue the medication simethicone 125mg and mentioned that the cubie appeared to be overfilled. Customer stated that knocking on the cubie, pressing the center of the cubie, and tapping the cubie drawer were attempted; however, the cubie still did not open and also informed that they were unable to issue medication from a different drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the system and confirmed that the drawer was functioning properly. The tss guided the customer through troubleshooting steps, including knocking on the compartment, pressing the center, and tapping the drawer, but the compartment did not open. The tss also noted that medication could not be issued from another drawer and advised the customer to contact the pharmacy to arrange a cubie replacement. The tss reviewed system records and confirmed recent stock and destock activity for the medication, indicating that inventory transactions were being processed. The system functioned as intended after the technical support specialist inspected the issue.